Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range at implant when connected to the chronic right ventricular (rv) lead. An insulation abrasion was noted and repaired. The device and lead remain in service. There were no adverse patient effects reported.

Event description:
Additional information became available that this device and rv lead had high out-of-range (oor) pacing impedances and an error code was noted at interrogation. The patient was given a competitor system and it is unclear if the boston scientific found out that the device was replaced with a competitor device. Additionally the newly implanted right ventricular (rv) lead which was used for rate sense, showed noise as well. To date, no additional adverse patient effects have been reported.